Manufacturer narrative:
The date of the event was reported as an unknown day in (B)(6) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the winged luer cap. The device was filled with an unspecified amount of fluorouracil diluted with an unspecified volume of sodium chloride. This occurred after filling. There was no patient involvement. No additional information is available.